Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter of a 55cm introducer optease retrievable vena cava filter and introduction kit failed to deploy properly during an inferior vena cava filter implantation procedure. The filter was retrieved. There was no reported patient injury. The procedure was performed by an experienced operator. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the filter of a 55cm introducer optease retrievable vena cava filter and introduction kit failed to deploy properly during an inferior vena cava filter implantation procedure. The filter was retrieved. There was no reported patient injury. The procedure was performed by an experienced operator. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile obturator from the optease vc filter ous, 55cm femoral only device was received in a clear plastic bag. The obturator was unpacked for evaluation, while the filter, bts csi, winged storage tube, and vessel dilator were not returned. No damage or abnormalities were observed on the returned obturator, and no other notable findings were identified. The analysis of the returned component did not indicate any evidence suggesting that the reported event was related to the device¿s manufacturing or design. No corrective or preventive actions are warranted at this time. The reported ¿filter ¿ incomplete expansion¿ could not be substantiated because the filter was not returned for analysis and imaging was not provided. The complaint alleges that the optease retrievable vena cava filter failed to deploy properly during an implantation procedure. The device was not returned for evaluation; therefore, confirmation of the reported malfunction and assessment of device condition were not possible. The instructions for use (IFU) provide adequate information regarding proper filter preparation, loading, and deployment technique. Based on the available information, compliance with the IFU could not be confirmed. However, there is no evidence to suggest a manufacturing- or design-related deficiency, and the IFU is considered adequate as written. Procedural or handling factors cannot be ruled out. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. The complaint alleges that the optease retrievable vena cava filter failed to deploy properly during an implantation procedure. The filter was not returned for evaluation, and imaging was not provided; therefore, the malfunction ¿filter ¿ incomplete expansion¿ could not be substantiated. The instructions for use provide adequate information regarding proper filter preparation, loading, and deployment technique. However, user compliance with the product labeling cannot be determined. Based on the available information and product analysis, there is no evidence to suggest that the event is related to the device design or manufacturing process. Procedural or handling factors cannot be ruled out. Therefore, no corrective or preventive actions will be taken at this time.